Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm. It was reported a type ia endoleak occurred and an endurant aui was implanted over 6 years later to treat it. This resolved the endoleak. As per the physician the cause of the event was neck dilation. No additional clinical sequalae were provided and the patient is fine.